Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, while anastomosis, there was a bleeding on the seam line. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hemicolectomy, there was an incomplete staple line. This was fixed by manual suturing. Post hemicolectomy, when the surgeon closed the abdominal wall, bleeding was discovered. Patient was monitored to prevent further complication/s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.